Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.